Manufacturer narrative:
Device malfunction is suspected.

Event description:
MFR rec'd an implant card indicating pt underwent generator replacement surgery for unk reason. Subsequent info obtained indicated that the pt underwent revision surgery due to "generator failure". It was reported that the pt was experiencing increased auras resulting in the pt undergoing generator revision surgery. The explanted products were disposed of and will not be returned to cyberonics.